Manufacturer narrative:
The investigation determined that higher than expected vitros tropi es results were obtained from three different samples collected from the same patient tested on a vitros 5600 integrated system. The results were higher than expected when compared to troponin I results obtained from non-vitros methods obtained from alternate samples collected from the same patient. The most likely assignable cause could not be determined. An unknown sample interferent that affects the vitros tropi es assay but not the non-vitros methods or the vitros hs tni assay cannot be ruled out as contributing to the event. The customer was requested to treat the sample with an hbt and retest the sample with the vitros tropi es assay, however, the customer did not perform the requested testing and heterophilic antibody interference cannot be ruled out as contributing to the event. No historical quality control results were provided upon request, therefore, a performance issue with vitros tropi es lot 5240 cannot be ruled out as contributing to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros product tropi es reagent lot 5240.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros tropi es results were obtained from three different samples collected from the same patient tested on a vitros 5600 integrated system. The results were higher than expected when compared to troponin I results obtained from non-vitros methods obtained from alternate samples collected from the same patient. Patient sample 1 vitros tropi es result of 0.375 ng/ml vs. The expected result of <0.034 ng/ml. Patient sample 3 vitros tropi es result of 0.476 ng/ml vs. The expected result of <0.034 ng/ml. Patient sample 4 vitros tropi es result of 0.462 ng/ml vs. The expected result of <0.034 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).